Event description:
It was reported that the plug of the camera head was cracked on both ends. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: watertight defect in the plug unit. A definitive root cause could not be identified. Based on the results of the investigation, probable cause for the malfunction reported: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.